Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was turned on 2 weeks post-implant and when it was turned on the therapy had changed. The patient would feel stimulation while lying down but would feel the stimulation in their ribs and have pain while standing, which was not the correct location. It was confirmed through x-ray the patient¿s lead had migrated from t8/t9 to t5/t6. The health care provider (hcp) was noted to have used an injex with bi-wing anchor and places one or two sutures per wing. The patient will have a revision however the date was unknown at the time of the report. As of 2014 (B)(6), the patient was experiencing some pain relief but they often get uncomfortable stimulation in their stomach and ribs.